Manufacturer narrative:
Citation: tan c, weng jy, gou zs, zhang hf, zhang j. One-stop tevar and tavr procedure for severe aortic stenosis with aortic arch aneurysm. Jacc case rep. 2025;30(10):103922. Doi:10.1016/j.jaccas.2025.103922 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent a combined thoracic endovascular aortic repair (tevar) and transcatheter aortic valve replacement (tavr) procedure to treat aortic stenosis and a penetrating aortic ulcer in the aortic arch. The tavr portion of the procedure was performed second and a medtronic evolut pro system was used. Following tavr, the introducer sheath (unspecified manufacturer) was slowly removed and then a dissection at the right iliac artery could not be ruled out on fluoroscopy, so a non-medtronic endovascular stent (gore) was implanted as a precaution. The authors did not indicate which medical devices may have had a causal relationship with the dissection.